Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The customer's mother stated that the customer's blood glucose reading went from 84 mg/dl to 40 mg/dl. The caller stated that the customer was fine and treated with juice. Nothing further reported.